Event description:
Patient reports she is having an issue with the pen needles that she received. Patient states that she has never had any issues before. Patient has tried 6 pen needles and when she takes the small cap off the pen needle the needle is not there. No adverse events or missed doses reported. Unknown if product is available for return. No further information provided. Indication: age-related osteoporosis without current pathological fracture. Lot number is unknown. Pt code: 4582. Device codes: 2306, 2588. Reference reports: mw5176536, mw5176538, mw5176539, mw5176540, mw5176541.